Event description:
It was reported that the 9800 system had a ma error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ma was adjusted during the service call.